Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level went as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they had bent cannulas on two infusion sets which caused the high blood glucose levels. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will be returned for analysis.